Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed on a broccoli-shaped laa. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. During deployment of the device, there was back tension on the core wire causing mitral shoulder in the 135 degree angle. All position, anchor, size, seal (pass) criteria were met. The patient was sent to recovery. An hour later a chest x-ray showed the device was no longer in the laa. The patient did not present with any symptoms. The patient was transferred back to the catheterization lab. Fluoroscopy revealed the device to be in the abdominal aorta. Percutaneous removal was performed and a 16f sheath was placed in the femoral vein and the device was retrieved using surgical biopsy forceps. The patient was sent to recovery and reported to be doing fine. The patient was expected to be discharge the day following the procedure.